Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: a review of the black box and alarm history showed no activity outside of normal use. Unrelated to the original complaint, the battery compartment was cracked from the threads down to the case seal on the side. No battery cap was returned, and a test battery cap was used. The ¿ez-prime¿ steps were performed correctly with no communication or any alarms during the investigation. The ¿communication¿ complaint was unable to be duplicated. The pump cover was removed and no intermittent conditions were found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that a "communication" alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.